Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the reservoir work as expected upon its 1st activation? How long after activation was the reverse flow issue noticed? Was any fluid aspirate in the reservoir before the issue was noticed? Did the anti-reflux valve appear to have been stuck in closed position and the reservoir failed to inflate? Did the anti-reflux valve detach and fall into the reservoir bag? Did the anti-reflux valve remain open causing the fluid to flow in reserve? Who was the case completed?

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2016 and the reservoir was connected to a drain. After the procedure, the fluid was flowed backward between connector and anti-reflux valve during use on the patient in the ICU. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 10/31/2016. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Additional information was requested and the following was obtained: did the reservoir work as expected upon its 1st activation? No information. How long after activation was the reverse flow issue noticed? No information. Was any fluid aspirate in the reservoir before the issue was noticed? No information. Did the anti-reflux valve appear to have been stuck in closed position and the reservoir failed to inflate? No information. Did the anti-reflux valve detach and fall into the reservoir bag? No, it did not. Did the anti-reflux valve remain open causing the fluid to flow in reserve? No information. Who was the case completed? No information. All components are in place and in good conditions as well as the end device functioned properly. During sample evaluation it was verified that the plate was able to be opened and closed without any issue. The sample does not have any broken or damaged components that could have affected its function. Root cause could not be determined.